Event description:
A malfunction was reported on the pump. There was no reported adverse impact on the customer's blood glucose level. Technical support assisted the customer in resetting the pump and provided information on how to perform the reset. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump without further issues.